Event description:
We were informed on (B)(6) 2025, about an event regarding a patient with medtronic deep brain stimulation (dbs) system. The patient underwent a medtronic dbs implantable pulse generator (ipg) and lead replacement with boston scientific devices due to inadequate therapy. The physician¿s name is dr. (B)(6) and surgery took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).